Event description:
Bedside nurse changed the battery on the pacemaker. Five minutes after changing the battery, pacemaker randomly turned itself off. Patient went asystole, lost hr and bp. Intervention was quick and backup pacemaker hooked up to patient. Hr and bp quickly returned to normal. Unit was tested by clinical engineering. The failure was not duplicated and the unit ran for 2 days with no observed issues. Unit sent to manufacturer for evaluation. Manufacturer response for external pacemaker, (brand not provided) (per site reporter): manufacturer performed extensive testing. While the original complaint was not duplicated, other problems were noted. Two pcb screws were missing and appeared to have never been installed. The battery contacts were of the older design and the subject of a medical device correction. The newer design contacts were installed.